Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer was unable to deliver a bolus. Customer did not recall why a bolus was unable to be delivered. Customer performed a pump reset, and upon turning the pump back on the pump date was inaccurate. Customer¿s blood glucose level was 194 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.